Manufacturer narrative:
Additional information: initial complaint from customer was for foreign matter. During investigation a distorted stopper was found. Investigation completed for both foreign matter and distorted stopper. Investigation summary: sample evaluation: eight loose 1ml assembled oral syringes were received by bd canaan and reported to be from batch #7177589. The samples were in three individual unmarked sample bags and were visually evaluated. Bag 1 contained six syringes, all found to have distorted stopper, which is a rejectable condition at bd (B)(4). Bag 2 contained one syringe that appeared to have been used/manipulated. The syringe was observed to have damage to the barrel wall near the 1ml grad line and multiple dark brownish red particles in the barrel fluid path. The particles were loose inside the barrel and larger than level 3 in size, which is a rejectable condition at bd (B)(4). However, it is unknown as to the source of the particles due to the sample apparently having been manipulated. Bag 3 contained one syringe with no observed defects. No liquid fm was observed in any of the samples received. DHR review for batch 7177589: manufacturing dates: 7/30/2017 to 7/31/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7177589 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation: confirmed: bd (B)(4) was able to confirm a failure different from the customer's indicated failure. Root cause analysis: undetermined - based on the investigation results to date, the source of fm could not be determined and root cause not found. Undetermined-distorted stopper.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that liquid was observed on the tip of a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray before use. No injury or medical intervention.